Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was a red line that ran across the pump touch screen. Reportedly, the display issue did not block any graphics or text. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.